Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received that the patient's system was explanted.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturing report number: 3006705815-2023-06122, 3006705815-2023-06123. It was reported that both of the patient's leads migrated and the patient was experiencing pain at the ipg site. As a result the patient lost effective therapy. Surgical intervention is planned to address this issue.